Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device and device logs were not made available for evaluation.

Event description:
As reported by the user facility: four (4) pumps alarming for occlusion during treatment but when the customer checked there was no occlusion/kink/damage in the tubing. Customer switched to drip tubing to continue treatment and there was no patient harm or injury. This report is for pump number four (4) with serial number (B)(6). The MDR number for the additional pumps are: MDR 9610825-2025-00421- with serial number (B)(6). MDR 9610825-2025-00422- with serial number (B)(6). MDR 9610825-2025-00423- with serial number (B)(6).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.